Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed it was taking a very long time to cauterize. Device was turned down from 3.0 to 2.5 due to tough tissue. It was noticed that silicone housing had come off and she still had more bites to take. Harvester believes the device was dysfunctional from the beginning as it was not working well throughout the case. Opened another kit and finished the case without an issue. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle. Charred tissue was observed on the jaws. The silicon insulation on the cold jaw was observed to the peeled, exposing the center part of the cold jaw. The silicon insulation was not returned for evaluation. The heater wire was observed to be intact. No visual defects were observed. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using . The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues for the device during testing. Based on the return condition of the device, the reported failure mode "peeled jaw" was confirmed but not confirmed for the reported failure "failure to cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed it was taking a very long time to cauterize. Device was turned down from 3.0 to 2.5 due to tough tissue. It was noticed that silicone housing had come off and she still had more bites to take. Harvester believes the device was dysfunctional from the beginning as it was not working well throughout the case. Opened another kit and finished the case without an issue. The hospital did not report any patient effects.